Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 95% stenosed target lesion was located in the heavily calcified and severely tortuous proximal to distal right coronary artery (rca). Thrombus was also noted through the rca. The lesion was predilated with an unspecified balloon catheter. An unknown sized ion drug eluting stent (des) was implanted in the distal rca. Another unknown sized ion was implanted proximal to the initially implanted ion. A 3.5x20mm ion was then implanted proximal to the other 2 implanted ion des. The 3 stents overlap and all were considered to be well positioned and well apposed. Multiple insertions with 2 non-bsc thrombectomy catheters were performed; however, due to the vessel tortuosity and the vessel being lined with stents, the physician encountered difficulty in delivering the thrombectomy catheters. Angiography revealed stent deformation of the 3.5x20mm ion. In addition, the thrombectomy catheters caused a dissection in the ostium of the lad. A 3.5 x 20 ion stent was implanted overlapping the other stent in the ostium of the lad. No additional patient complications were reported and the patient's status is ok. A staged catheterization procedure took place 2 days later which revealed that the vessel continued to look good and no additional intervention was performed.